Event description:
Bayer case number: (B)(4). Pain was also an exaggeration [pelvic pain female]. Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of pelvic pain ("pain was also an exaggeration") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: there are many of us who have been well screwed by and that's all there is to it. What did we want our ovaries and uterus for if we weren't going to have any more children, right? The pain was also an exaggeration we have been infected by the hysteria of the rest of the affected women. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain was also an exaggeration [pelvic pain female] case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of pelvic pain ("pain was also an exaggeration") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: there are many of us who have been well screwed by and that's all there is to it. What did we want our ovaries and uterus for if we weren't going to have any more children, right? The pain was also an exaggeration we have been infected by the hysteria of the rest of the affected women. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.